Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and suspected the buffer dispensing issue. The fse replaced the buffer valve, the buffer syringe case, the dispensing nozzle, and ise tubing to resolve the issue. The fse performed calibration and control, which all passed. The fse verified the analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is not provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining two (2) low patient results on ion selective electrode (ise) for sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The customer did not release the results out of the laboratory. The customer repeated the patient samples with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for the two patients.